Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015, a patient underwent elective endovascular treatment of a symptomatic acute dissection in zone 3 and extending to zone 5. The tevar indication was pain, the primary entry tear was located in zone 3 and covered. A conformable gore® tag® thoracic endoprosthesis (tgu454520) was implanted within zone 3 and extended distally to zone 5. At the time of the initial procedure zone 3 was identified as the zone of maximum diameter and was reported to measure 37mm. On an unknown date, approximately pod 3, the patient was discharged to home. The patient underwent follow up visits on unknown post operative day(s) pod(s): 54 and 516. On an unknown date, approximately pod 54, aortic enlargement within the treated area in zones was reported. No additional treatment was reported for the patient. The patient¿s maximum aortic diameter measured 37mm at the time of the initial treatment compared to 65mm reported on pod 54, and was reported to measure 60mm on pod 516.